Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator at the distal end. A piece approximately 0.185" x 0.684" in size was missing and not returned with the instrument. The missing piece includes the grip tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not reported by site that are related to the primary failure included the instrument was found to have a dislodged grip tip. The grip tip is approximately 0.185" x 0.684" in size was missing and not returned with the instrument. The missing piece includes the broken molded insulator. The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were not exposed. No signs of thermal damage were observed. Components adjacent to the broken wire show damage which may indicate potential mishandling/misuse. A broken molded insulator and dislodged grip tips are the affected adjacent components.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the fenestrated bipolar forceps instrument was not working. The customer removed the instrument to check and found that the instrument tip was broken. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that no fragment fell inside of the patient. When the customer removed the instrument to check, the instrument tip broke and separated. There was no observed intraoperative collision or misuse involving the instrument. The instrument was not working during coagulation and cutting to remove the tissue. A backup instrument of same kind was used to complete the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.